Event description:
During a therapeutic ureteroscopy procedure they were unable to increase pressure while inflating . A pinhole was found in the balloon material. There were no patient complications involved.